Event description:
A customer reported using the same single use device, during assistance with an alarm. During initial drain (I-drain) on a homechoice (hc) device the home patient (hp) had received an alarm. The technical service representative (tsr) advised the hp to start over with new supplies and the hp refused. The tsr again advised the hp to end therapy and to start over using new supplies. However, the hp stated that all the lines appeared to be full of fluid, since the manual drain had disposed of the air through the drain line. The hp would not setup with new supplies as the tsr had advised. The hp was in I-drain and cleared the alarm. There was patient involvement, however there was no serious injury nor medical intervention reported.

Manufacturer narrative:
(B)(4). This condition was confirmed, as the hp reported the reuse of the single use device. The cause of the condition was a use error.